Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010 for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vh-3000 hemopro did not deliver energy in the pt's leg. They took out the hemopro and tried it on wet gauze, but it still did not deliver energy. They switched the vh-3030 cable and it worked fine. The replacement vh-3030 unit was used to complete the procedure. The hosp did not report any pt effects. The cable is returning.